Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer reported error code s3 on their centrimag console which occurred at least two times. The alarm was initially able to be cleared but it alarmed again. When the device was unplugged for transport to the operating room, a battery module failure alarm occurred. The console was plugged back to ac power and the transport was delayed while the backup console was obtained and switched. The battery was then replaced, and battery maintenance check was performed. The battery maintenance check did not pass. The customer reported error code f3 and f6 on the cmag console. The motor did not need to be exchanged as it was operating on the patient. No further issues, challenges, and alarms occurred since exchanging the console. The patient did not experience an adverse impact because of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated due to the reported event of an s3: system fault alarm. The centrimag motor (serial number (B)(6) was not returned for analysis, and the cause of the s3 alarm was isolated to an issue with the returned centrimag console (evaluated separately). Available information indicates that the motor remains in patient use, and the motor was not correlated to the root cause of the reported event. Review of the device history record for centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.